Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. Customer reported that the buttons were hard to push, sticky or sometimes unresponsive, rewind was slower and also reported that the display had rainbow effect and she had trouble in seeing the screen. Customer declined to report to medtronic 24 hour technical support team. The device will not be returned for analysis.